Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 29.4 mmol/l at the time of incident and the current blood glucose level was 16.9 mmol/l. Customer have symptoms related to high blood glucose vomiting, sleeping and feeling unwell. The customer was assisted with troubleshooting. The customer was treated with bolus using the insulin pump and syringes for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that they did not used auto mode feature at time of high blood glucose event. Customer mentioned that the infusion sets were turning brown. The insulin pump will not be returned for analysis.